Manufacturer narrative:
Block b3: exact date unknown, event likely occurred in july 2025.

Event description:
It was reported that the implantable pulse generator (ipg) had tilted in the pocket which caused difficulty charging the ipg. The patient underwent a procedure where the ipg was only adjusted and was not moved to another location. No devices were explanted and nothing new was implanted. The patient is recovered and was discharged from the hospital the same day.